Event description:
It was reported that during a lavh procedure, the tissue pad on the instrument was burned in half. There was no reported patient consequence and procedure finished with another device.